Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to suspected infection. A washout with poly exchange was performed. Rep was not present for the procedure, and confirmed that no further information will be available.